Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump suspended at random. The reporter stated that the pump is normally kept locked and the pump was making audible tones around the time it had suspended but could not confirm if it was alarming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/03/2014 with the following findings:a review of the pump¿s history showed suspends; no activity outside of normal use was observed. The pump powered on normally during testing and was able to successfully pass the ez prime sequence. The pump was exercised for 24 hours with no auto suspend or alarms. The pump was suspended; the unit gave the appropriate visible and audible alert. The keypad buttons were properly responsive during testing with no hypersensitivity. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.